Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. Initial reporter - the customer contact information was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, the 4.5x28mm enterprise 12mm dw tip (enc452812/10924434) stent could not be recaptured during the procedure. The stent was removed from the patient and replaced to complete the case. No patient complications occurred as a result of the event. The product will be returned for analysis. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by a healthcare professional, the 4.5x28mm enterprise 12mm dw tip (enc452812/10924434) stent could not be recaptured during the procedure. The stent was removed from the patient and replaced to complete the case. No patient complications occurred as a result of the event. No further information was provided. A non-sterile enterprise device was received inside of a pouch. The delivery wire was inspected, and no damage was observed. The introducer was not returned for evaluation. The stent was deployed. No other damage was noted on the returned device. Functional analysis could not be performed since the introducer was not returned for evaluation and the stent was returned deployed. According to procedure, the stent must still be inside of the introducer to conduct functional examination. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported customer complaint ¿stent- inability to recapture¿ could not be evaluated due to the stent was returned deployed. In addition, without the return of the concomitant microcatheter, the cause of the reported event cannot be established. The instructions for use (IFU) states the following: ¿if stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal markerband (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location.¿ neither the device history record review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. The exact circumstances surrounding the reported event cannot be determined based on the condition of the returned device. Based on the limited information available for review, it is possible that procedural and handling factors, including device manipulation/interaction and the concomitant microcatheter, may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the issue required that the stent and unspecified microcatheter be removed as a unit from the patient vasculature. The stent was replaced, but the same microcatheter was used to complete the case. The surgery was not delayed due to the event. No visible product damage was noted prior to use. The product was prepped according to the instructions for use (IFU). An adequate continuous flush was maintained through the microcatheter. Neither the stent/stent delivery system nor the unspecified microcatheter appeared damaged during the procedure or after withdrawal. There was no report of any difficulty advancing the product through the microcatheter. The stent was positioned for deployment by aligning the stent positioning marker of the delivery wire with the target site. It is not known how far the stent had been advanced before the user attempted to recapture; however, the user reportedly did not exceed the recapturability limit. It is also not known how many times the user attempted to recapture the stent. The user kept the stent stable with tension on the delivery wire while advancing the microcatheter over the stent during recapture. The stent was still attached to the delivery system when removed from the patient. The concomitant microcatheter is not available for return. (B)(6). [Complaint conclusion] - updated: as reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the 4.5x28mm enterprise 12mm dw tip (enc452812/10924434) stent could not be recaptured during the procedure. The issue required that the stent and unspecified microcatheter be removed as a unit from the patient vasculature. The stent was replaced, but the same microcatheter was used to complete the case. No patient complications occurred as a result of the event. The surgery was not delayed due to the event. No visible product damage was noted prior to use. The product was prepped according to the instructions for use (IFU). An adequate continuous flush was maintained through the microcatheter. Neither the stent/stent delivery system nor the unspecified microcatheter appeared damaged during the procedure or after withdrawal. There was no report of any difficulty advancing the product through the microcatheter. The stent was positioned for deployment by aligning the stent positioning marker of the delivery wire with the target site. It is not known how far the stent had been advanced before the user attempted to recapture; however, the user reportedly did not exceed the recapturability limit. It is also not known how many times the user attempted to recapture the stent. The user kept the stent stable with tension on the delivery wire while advancing the microcatheter over the stent during recapture. The stent was still attached to the delivery system when removed from the patient. The concomitant microcatheter is not available for return. No further information was provided. A non-sterile enterprise device was received inside of a pouch. The delivery wire was inspected, and no damage was observed. The introducer was not returned for evaluation. The stent was deployed. No other damage was noted on the returned device. Functional analysis could not be performed since the introducer was not returned for evaluation and the stent was returned deployed. According to procedure, the stent must still be inside of the introducer to conduct functional examination. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported customer complaint ¿stent- inability to recapture¿ could not be evaluated since the stent was returned deployed and functional analysis could not be performed. The instructions for use (IFU) states the following: ¿if stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal markerband (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location.¿ the exact circumstances surrounding the reported event cannot be determined based on the condition of the returned device. In addition, without the return of the concomitant microcatheter, the cause of the reported event cannot be established. Neither the device history record review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Based on the information available for review, it is possible that procedural and handling factors, including device manipulation and the concomitant microcatheter, may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.